Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety device is not attached properly. The staff member went to close the used needle with the provided safety shield upon closing the safety shield it came unattached from the needle hub and fell to the floor leaving the used needle completely exposed and was put into sharps container. No injury occurred."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-mar-2024. Investigation summary "material #: 368650. Lot/batch #: 3208506. Bd received 1 eclipse safety shield for investigation. The shield was evaluated by visual examination, and it was observed to be cracked at its attachment point. This crack contributed to the safety shield separation. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of damaged safety shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked safety shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that the safety device is not attached properly. The staff member went to close the used needle with the provided safety shield upon closing the safety shield it came unattached from the needle hub and fell to the floor leaving the used needle completely exposed and was put into sharps container. No injury occurred."